Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was alerted with a vibratory alert due to high impedance in the right ventricular (rv) lead and went to the emergency room (ER). Interrogation revealed that there were spikes in the lead impedance and oversensing with noise episodes. The lead was reprogrammed and the patient is scheduled for a lead revision. The lead remains in use. No patient complications have been reported as a result of this event.